Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not returned to exactech for evaluation and no images, radiographs, or clinical information were provided.

Event description:
It was reported that approximately 92 months after a total right shoulder replacement procedure, the patient has experienced prosthesis wear, pain, discomfort, inflammation, impaired range of motion, component part loosening, soft tissue damage and bone loss. No further issues or complications were reported. No additional information is available.